Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the lead could not be deployed on the right ventricle. Several attempts were made to position the lead but all failed. The lead was removed and replaced. No adverse consequences reported on the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.